Manufacturer narrative:
(B)(4). Information was previously submitted for this case under the incorrect MFR 0001038806-2018-00578. One tapered screw vent implant mount was returned with the corresponding mount screw. Returned devices were examined visually by the naked eye and through magnification confirmed that the implant mount has become fractured at the hex. Additionally, the mount screw is fractured near the head. The devices show extensive signs of wear. Document type(s) reviewed: ¿tapered screw-vent® implant system¿ 5161, rev. 3/12. ¿instructions for use for screw-vent® implants¿ 4869 rev 7-01/16 information identified: documentation describes proper instructions for using the implant mount for transfer: removing the implant from the vial - remove the implant outer vial from the box and open the outer vial to break the seal. Drop the sterile inner vial and contents onto a sterile field. Flip the white top of the inner vial open by pressing on the flat side with access hole. Press the top to the inner vial body to lock in the top. For further instructions see the packaging instructions for use on pages 75-76. The implant is supplied pre-attached to a multi-functional fixture mount/transfer for easy delivery. Remove the implant from the inner vial by using one of the delivery instruments (see the next section). Note: the supplied surgical cover screw is located in the lid of the inner vial with an access hole for the gem lock hex tool. Complete seating with the appropriate instruments: rotate the fixture mount/transfer clockwise to thread the implant into place. Remove the insertion instruments. Optional: make a stage-one, full-arch, elastomeric impression using the fixture mount/transfer as a transfer/impression post. Alternatively, the fixture mount/transfer can be removed and used as a transfer after the healing period. Insert the 1.25mmd hex driver with gem lock retention [hxgr1.25, hxlgr1.25] into the fixture mount/transfer, unthread the coupling screw and remove the fixture mount/transfer from the implant. When placing internal hex implants into dense bone, thread the implant into the osteotomy until slight resistance is encountered, then remove the fixture mount/transfer and complete seating directly to the implant with the appropriate hex driver or hex drill [rh2.5, rhl2.5, rhd2.5 for 3.7, 4.1 and 4.7mmd implants; hx3.0-s, hxl3.0-s, hx3.0d for 6.0mmd implants]. Additionally, the fixture mount/transfer can be used as a temporary abutment with the tapered screw-vent implant for provisional restorations. The returned x-ray image shows the reported implant with an attached healing collar. The condition of the internal hex could not be verified from this image. The device history record review was performed and did not identify any deviations that would have contributed to this event. Lot specific complaint history review was completed with no similar incidents, a definitive root cause has not been determined. Additional 510k codes: k101880. (B)(4).

Event description:
It was reported that the internal hex of the implant mount sheared off in the implant when placing it. The clinician was able to retrieve the broken portion but the internal threads of the implant are damaged- the internal hex of the implant distorting. Patient will go to oral surgeon for removal